Manufacturer narrative:
Concomitant products: 0158 lead, implanted (B)(6) 2004.

Event description:
It was reported that the patient presented to the clinic with symptoms of dizziness and lightheadedness. An alert triggered for high impedance on the right atrial (ra) lead. The lead was also not sensing appropriately, leading to inappropriate pacing. Lead testing through the analyzer showed measurements to be within normal limits. It was determined that the lead pin must not have been seated all the way into the implantable cardioverter defibrillator (ICD) header at implant three days earlier, and a fall by the patient added to the connection issue. The lead was reinserted and the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.